Event description:
It was reported that no disposable pump won't run. Assisted patient to silence alarm and reviewed pump settings. Instructed patient to power pump off, clamp tubing, and remove cassette. Patient states air bubbles are present in tubing of cassette. Instructed patient to massage tubing and gently tap cassette on hard surface. Reattached cassette, unclamped tubing, powered on pump, and attempted restart, but alarm returns. Repeated troubleshooting steps, and attempted restart. Confirmed medication delivery with run screen. No additional information available